Event description:
(B)(4). Within 2 weeks of having the device implanted I started experiencing migraines. Went to the ER several times over the past 4 years for severe migraines. I have developed heavy periods with large clots. Cramping during period that makes me vomit from the pain. I have experienced swelling of my abdomen. I went from a small stomach to looking pregnant. I experience severe pain during sex to the point where my husband and I have divorced over this issue.